Manufacturer narrative:
The account found the trend limit switch was broken on the logic board. The account re-soldered the limit switch to the logic board to repair the bed.

Event description:
The account alleged that the trendelenburg function is not working. When he attempts to place the bed into reverse trendelenburg the bed will actually go into trendelenburg.